Event description:
A user facility reported a nova biomedical prime plus analyzer that showed false low sodium patient results. No patient injury or inappropriate clinical treatment was reported. If additional information is received, a supplemental report will be submitted.